Event description:
It was reported that an alarm 9 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to reload the original cartridge onto the pump, which they successfully did, allowing them to resume insulin delivery.